Event description:
Additional information received reported that after the patient had the wiring changed on (B)(6) 2014 the device worked wonderfully until (B)(6). The patient was moving and they had to bend over to roll a rug up and they heard something pop. It never worked at all after that. The patient didn¿t have to catheterize once and now was back to catheterizing. The patient highly recommended the stimulator to anyone who needed it as long as it worked and they didn¿t have to catheterize. It was wonderful and the patient hoped to get their stimulator working again. The patient had to go back up to see their health care provider (hcp) the next week on (B)(6) 2015 and would have the device checked out. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s system worked beautifully from (B)(6) until the end of (B)(6). The patient fell and then they moved and were lifting a lot of heavy things. There was one time when the patient bent over to roll-up a rug and felt something that felt like it snapped and they ¿couldn¿t hardly straighten up.¿ ever since then it was burning the patient like a pinpoint, they had little white spots on their bottom, and every time they thought it was burning them and wasn¿t working right. The patient didn¿t feel anything now and felt this when they had their spouse turn it up and then had their spouse turn it down 1. The patient had the system for retention, they couldn¿t go on their own, and their bladder wouldn¿t squeeze. The patient went once a day after they took a water pill and catheterized all day and night, sometimes every hour. The patient had a burning sensation and a loss of therapeutic effect. The patient went to see their health care provider (hcp) last week and the nurse at the office used the clinician programmer to check it. The nurse was puzzled and called the manufacturer representative who was puzzled too because of the battery and they took an x-ray. The hcp said the x-ray looked fine and there was no way the stimulator could burn the patient and if it was not working to take the thing out. The hcp did not give the patient other options. When working with the nurse in the office, they changed it to 3 different systems and the changes did not help. Prior to getting the device the patient had back problems and their hcp told them they needed to go to a back hcp as maybe it was their back. The patient stated it was not their back, it was their bladder. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kfpa, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).